Event description:
A patient reported experiencing inaccurate erratic results with their meter. The patient's blood glucose results were 284 and 174 mg/dl. Tests were done back to back within 10 minutes with a difference of 43%. Patient reported using same fingerstick. Checkstrip test fell outside range. Patient did not experience any adverse events. No further information has been reported.